Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline disconnect and subsequent pump stop events. The system controller event log file contained events from 07:30:22 through 21:28:24 on (B)(6)2024, per the timestamps. A driveline disconnect alarm and subsequent pump stop were captured at 08:34:09 on (B)(6)2024. The driveline appeared to be reconnected 08:34:12 and the pump ramped up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. It was reported that the patient had various alarms, including an instance of pump off. The account reported that the patient was not changing batteries and allowing them to completely die. A reason for the driveline disconnect cannot be conclusively determined through this evaluation. According to the account, the patient plan of care was to educate the patient. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had various alarms, including an instance of pump off. Log files were submitted for review and captured a possible driveline disconnect/pump reset event on 11jun2024 at 0834. This event lasted about 3-4 seconds. Pump speed/flow came back up as before.